Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported rupture. The device was explanted and replaced. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and a weight test of the explanted material verified it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening and a dimension measurement in the shell was performed which identified the thickness to be within specifications.

Event description:
Unknown side.